Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.